Manufacturer narrative:
Analysis was normal. No lead anomaly found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in clinic follow up. It was noted that the right ventricular lead was dislodged due to twiddler's syndrome. The physician elected to explant the lead but not replace due to the patient not being dependent and due to previous cases of dislodgement from twiddlers. The patient was recovering.